Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 2/23/2015 for investigation. Investigation results as follows: external visual inspection of the returned platform was performed which showed that the head restraint was damaged, the load plate shoulder screws were missing, and the battery latch lock was bent. Internal visual inspection of the returned platform was performed and no damage was observed. The external damage found during visual inspection confirmed the initial reported complaint of the "blue case needing to be rebuilt". The damage of the head restraint appears to have been caused by user mishandling of the platform. The other identified external damages appear to have been caused by normal wear and tear (autopulse manufactured in 1/2008). A review of the autopulse archive was performed and the archive data shows that user advisory 45 (not at "home" position after power-on/restart) fault occurred on the reported event date. Initial functional testing was performed and the platform passed testing. Based on the investigation, the parts identified for replacement were the blue case and associated parts, load plate shoulder screws, and the battery latch lock. In summary, the reported complaint was confirmed during visual inspection. The head restraint damage confirmed the reported complaint. The fault was found to be due to user mishandling of the platform. The blue case and associated parts were replaced to remedy the reported complaint. The other damages including the missing load plate shoulder screws and the bent battery latch lock are unrelated to the reported complaint. The ua45 fault observed in the archive is unrelated to the reported complaint. A root cause for the ua45 fault could not be determined. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
It was initially reported that the "blue case" of the autopulse platform needed to be rebuilt. No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During review of the platform's archive data, it was observed that a user advisory (ua) 45 (not at "home" position after power-on/restart) message occurred on the reported event date of (B)(6) 2015. Although the customer did not report this, ua 45 is considered a reportable malfunction.